Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, 8672034 developed a leak on the second day of use. No other information was provided.

Event description:
It was reported, 8672034 developed a leak on the second day of use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of hub leak is confirmed; however, the exact cause is unknown. One video of an infusion set was returned for evaluation. An initial visual observation of the video showed a strong leak of a clear liquid at the y-site of the infusion set as it was infused. There appears to be a small crack at the y-site on the sample. No other obvious damage was observed on the device in the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.